Manufacturer narrative:
One cadd-prizm® vip pump was returned for evaluation. Visual inspection found the device in good condition and all labels and keypads were intact. The event history logs were downloaded and printed; the event log only went back to (B)(6) 2016 and at that time the delivery mode was changed. The root cause was unable to be determined and the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Event description:
It was initially reported that a cadd-prizm vip system had a possible adverse health outcome and was admitted. It was further reported that the registered nurse (rn) arrived at the patient's home and found that the pump was running at a lower rate than prescribed. The rn adjusted the rate to the prescribed rate. The patient's blood level for vancomycin was higher than anticipated despite the lower rate observed on the pump. The patient was admitted to the hospital for "renal compromise." The reporter noted the cause was unknown. It was noted that the hospitalization led to "apparent resolution." No permanent injury was reported.